Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending (lad). The 2.25x12mm taxus liberte stent delivery system (sds) was advanced into the guiding catheter when resistance was felt. Upon removal, the stent was found to be flared. There was no patient complications since this event occured outside the patient. The patient condition was listed as "none".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. The struts on rows 1 to 3 from the distal edge were raised distally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending (lad). The 2.25x12mm taxus liberte stent delivery system (sds) was advanced into the guiding catheter when resistance was felt. Upon removal, the stent was found to be flared. There was no patient complications since this event occured outside the patient. The patient condition was listed as "none".